Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of raw data confirmed that the sample generated reactive hbv results in both runs with late cycle threshold (CT) values and amplification curves consistent with a positive result. Two different reagent lots were used, and no reagent-related issues were identified. Confirmatory testing using the cobas 4800 system reported the sample as target not detected (tnd), and serology testing for hepatitis b surface antigen (hbsag) was negative. The investigation suggested that the discrepant results could be attributed to differences in assay sensitivity, potential low-level contamination, or a low-level infection during a window period. Non-specific amplification (nsa) was considered unlikely but could not be definitively ruled out. No product issue was identified, and the assay was determined to be performing as designed. The case was considered an isolated, sample-specific incident.

Event description:
The initial reporter alleged a false reactive result for the hepatitis b virus (hbv) target using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The sample, collected in an edta tube, was processed directly on the cobas 6800 after centrifugation at 2,600xg for 20 minutes. On (B)(6) 2023, the sample generated a reactive hbv result with a cycle threshold (CT) value of 36.53. The same sample was repeated on (B)(6) 2023 on a different line of the cobas 6800, generating another reactive hbv result with a CT value of 37.17. Both runs showed amplification curves consistent with a positive result. Two different reagent lots were used for the tests. The same sample was sent to an external laboratory for confirmatory testing. Confirmatory testing using the cobas 4800 system reported the sample as target not detected (tnd). Serology testing for hepatitis b surface antigen (hbsag) was performed twice on the diasorin platform, and both results were negative. The blood bag associated with the sample was discarded.